Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that a patient death occurred and they requested assistance in determining what alarms occurred and how they were reported to. The customer was asked if the device was a factor and the biomed stated that he did not know as they were trying to determine; there was a delayed response to the patient which was a factor in the outcome.